Event description:
It was reported that the ilet user entered multiple meal announcements because they believed deliveries were not occurring. Discussion initially considered a possible occlusion, but subsequent review and education determined the user was navigating correctly and that the delivery status briefly displayed before the screen dimmed, leading to repeated entries. No device component concern was identified, and no device problem could be characterized. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user did not experience hypoglycemia. Investigation included communication with the user and analysis of information provided by the care team and user. Investigation of this case revealed no findings and no established device-related issue; the event was attributed to user interpretation of the display behavior rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established.